Manufacturer narrative:
H3 device evaluation - the lock screw driver was examined with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis with the fracture being multi-planar. It is unclear if all the planes reflect strictly tightening application, but a remnant of the t25 drive feature is rotated clockwise which correlates with the complaint. Prior damage may have been incurred in prior usage which may have included clockwise, counter clockwise, and/or bending moment application. Review of device history records found nineteen (19) pieces of lot 13767ps were released for distribution on 8/30/2017 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature. No corrective actions are recommended at this time.

Event description:
It was reported that that during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke while tightening a lock screw. The tip of the driver was removed and the procedure was completed successfully, utilizing the second driver readily available in the set, without delay or harm to the patient.

Manufacturer narrative:
Patient information: unknown. Date of event: unknown. Other: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke while tightening a lock screw. The tip of the driver was removed and the procedure was completed successfully, utilizing the second driver readily available in the set, without delay or harm to the patient.